Manufacturer narrative:
Device evaluation results one bivona tracheostomy tube was returned for investigation in used condition. Visual inspection was performed at a distance of 12 inches, and under normal lighting conditions. The visual inspection did not reveal any damage to the cuff, airline, or pilot balloon components. Functional testing was subsequently performed. The sample was filled with 5 cubic centimeters of air. The investigator noted that the cuff only inflated on one side. Per the instructions for use (IFU) the investigator inflated only the pilot balloon, and the same result was observed; cuff only inflated on one side. When the cuff and pilot balloon were manipulated together (also per the IFU) the whole cuff inflated. The cuff was inflated and deflatedfour times. The cuff successfully inflated in all the trials. The investigation found no fault with the product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts was discovered by a nurse prior to use that three cuffs were not inflating. All from the same number. No patient involvement or injury.